Event description:
It was reported that the procedure was to treat a non tortuous, non calcified, mid left anterior descending artery, just before the 2nd bifurcation, with 90% stenosis. The lesion was described as thrombotic and aspiration was performed. There was a timi 3 flow. During inflation with the rx trek, the balloon slipped distally to the lesion, when inflated to 4 atmospheres (atm). However the pre-dilatation was completed with the same balloon at 10 atm. The procedure was completed with a non abbott stent implanted at the target lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there is a discrete lesion in the mid left anterior descending (lad). A wire is positioned in the vessel. Two markers are then seen at each end of the lesion (supposedly representing the balloon). The next scene shows the markers moving distally a few millimeters. The scene after this shows the balloon inflated in its original position. A stent is then deployed at the lesion site. The reviewer concluded that the images do suggest that the balloon slipped distally at the start of inflation (melon-seeding). The device was not returned for analysis and a conclusive cause for the reported difficulties could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.